Manufacturer narrative:
One unit was returned for evaluation. Manufacturing record review did not reveal any deviations. Visual inspection of the returned sample did not reveal any obvious defects. The cuff was inflated with 15cc of air using a syringe to check the inflation behaviour. The cuff inflated partially followed by immediate deflation, indicating a presence of a leak. Leak test was performed by submerging the device under water. A leak was detected through a pin hole in the tts cuff. Scuff marks were also observed near the pin hole. These characteristics indicate the fault was most likely a result of the device having come into contact with a sharp object prior to or during use or improper processing by cleaning with a sharp wire brush or similar sharp tool. The instructions for use state to guard against product damage by avoiding contact with sharp edges. It also states to avoid aggressive scrubbing of the tube or use of hard bristled brushes or sharp wire mounted swabs when reprocessing as it may damage the surface of the tube.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that during use the patient felt dripping into lungs, coughing, and had a hard time clearing their throat. Suctioning of water was performed until emergency personnel arrived, who then removed the tracheostomy tube and replaced with a new one. Upon visual examination, a big hole was found inside the balloon. No permanent injury resulted from this event.